Manufacturer narrative:
Continuation of d10: product ID rfx058-115-08 (lot: b655095); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a navien catheter was kinked in the distal section out of package and a pipeline stent failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the middle cerebral artery with a max diameter of 6mm and a 4mm neck diameter. The landing zone was 2.4mm distally and 2.6mm proximally. It was noted the patient's vessel tortuosity was normal. The access vessel was the iliac artery with a diameter of 7mm. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed normal blood vessel status. It was reported that during the operation, the 5f115navien package was opened to prepare for hydration, and an abnormality was found at the tip, so a new navien was used. It was also reported that the intracranial aneurysm was treated with pipeline2.5-16. The blood flow diversion dense mesh stent pipeline and marksman were hydrated normally. After the catheter was in place, the stent was delivered and the tip end was deployed. There were burrs on the tip end, it could not be deployed. An attempt was made to retrieve it once, waiting for the tip end to open and using the commonly used push-pull technique in clinical practice. However, the opening of the tip end was not ideal, being thinner than the middle and posterior sections, shaped like a "fish mouth" and having burrs. Therefore, it was withdrawn from the body and replaced it with a new dense mesh stent to complete the operation. The patient is in good condition. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was not flushed as indicated in the IFU. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the packaging was intact and undamaged. The distal section of the pipeline did not open. The pipeline was not placed in a cessel bend when it failed to open. Additional steps were taken to open the pipeline.

Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex embolization device was returned for analysis within shipping box; and within a plastic bio-pouch. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No other anomalies were observed. ¿conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the distal and proximal ends of pipeline flex braid were found fully opened and damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.